Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's parents reported that the child's hearing performance with the device decreased since (B)(6) 2020. Re-implantation is considered.

Event description:
The user_s parents reported that the child_s hearing performance with the device decreased since (B)(6) 2020.

Manufacturer narrative:
Additional information: according to the information received from the field a damage to active electrode due to device minute mobility seems likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigational purposes yet.